Manufacturer narrative:
Age, weight, ethnicity and race are not known. UDI not available. Primary di: (B)(6). Investigation: the subject device could not be retrieved for inspection. A review of DHR and ncr files for all lots of the subject screw was conducted and there were no findings that could have contribute to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A distal radius plating system was implanted on (B)(6) 2019 by dr. (B)(6). On (B)(6) 2019 the reporter, dr. (B)(6), communicated via email that one of the screws that was placed is too long, sticking into the joint. The reporter confirmed on (B)(6) 2019 via phone that he would conduct a removal surgery on (B)(6) 2019. The reporter was unavailable to provide additional information until (B)(6) 2019. It was stated via phone that removal of the subject screw took place with no issues and no reports of patient impacts. Only the subject screw required removal and all other implants were left in the patient to continue to fixate the fracture during the healing process. No further action was necessary.